Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.4. Color: blue. Battery life remaining: <11 months. Customer reports: screw is not moving as intended. Per visual inspection: cartridge holder does not lock in-place. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: the cartridge holder did not lock in place. Inpen received with piece of plastic stuck inside inpen cartridge cavity preventing the cartridge holder from locking properly. The customer complaint of screw anomaly was not confirmed.

Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.